Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, this right atrial (ra) lead exhibited loss of capture, no sensing, and high out of range pace impedance measurements upon being connected to the header of the new device. Visual inspection found the lead appeared to be damaged. The physician elected to cap and replace this lead. No additional adverse patient effects were reported.